Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer. E1 telephone number: (B)(6). G2 country: belgium.

Event description:
It was reported that during surgery the device lost cutting power and appeared slow. There was no patient impact or delay. An additional device was utilized to complete the procedure. The taken graft was not damaged and an additional graft was not needed. Due diligence is complete and there is no additional information available. There was no adverse event associated with the malfunction.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under cmp-(B)(4).. Following sections were updated or corrected: a3, b4, b5, d2, d4, g1, g3, g6, h1, h2, h3, h4, h6, and h11. Review of the most recent repair record determined damaged switch and cable. The motor speed was unstable. Motor, switch, and plug harness were replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There is no additional information available regarding the event.